Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was an under responsive keypad. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-nov-2019 with the following findings:.during investigation, unable to duplicate complaint about keypad. There was no damage or peeling to keypad. All keys are responsive. Removed the keypad, no evidence of contamination on key contacts..opened pump. Evidence of the moisture corrosion near keypad connector, on display board. Unrelated, the display was found to be dim/faded and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.